Manufacturer narrative:
Clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler/liberty cycler set and the peritonitis. However, it is not possible to determine the source of the patient¿s infection. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure and because dialysis techniques increase the potential of microbial contamination. However, based on the available information, it is not possible to determine the source of the patient¿s peritonitis. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported cloudy effluent during drain 0. During follow up with the pdrn (peritoneal dialysis registered nurse), the pdrn confirmed the patient was diagnosed with peritonitis but provided no details. Several attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
Additional information received through follow up with the patients peritoneal dialysis nurse. The cause of the peritonitis was attributed to a breach in aseptic technique. The patient was not hospitalized and was treated with unspecified antibiotics. The culture results are unknown. The patient was able to complete peritoneal dialysis treatments during the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
...